Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After battery was properly installed, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The cause of the reported issue was determined to be due to user error. The battery was not properly installed in the device.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.